Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer called in to report that she had been receiving a button error alarm from her insulin pump. The customer's blood glucose value was 90 mg/dl. We advised the customer to discontinue use of the insulin pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.